Event description:
Information was received related to a trial conducted outside of the us reporting that re-percutaneous transluminal coronary angioplasty (ptca) was done in a case of diffuse restenosis of a stent that was implanted in 2003.